Event description:
Information received indicate the brake/steer caster is not braking.

Manufacturer narrative:
The technician found the caster tire was deteriorating and replaced the brake/steer caster to repair the bed.